Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coord that the pt was at home with his wife, and while preparing to leave on a trip, it was reported that the pt accidentally disconnected the pt cable from the power module. Ems was notified and arrived at the pt's home. The ems contacted the vad coord 15 minutes after the event and the ems was not able to revive the pt. Major pump unit(s) involved: unk. Specify component(s) involved: unk.

Manufacturer narrative:
The attached user facility report ((B)(4)) was received from the (B)(4) registry. The device will not be returning for eval, as the pump was not explanted. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed. Add'l info from user facility report: (B)(6).